Manufacturer narrative:
The device was explanted and the condition of the device at the time of removal is unknown. Limited information was provided; notably, no pre-operative, post-operative, interim, or flexion/extension radiographs were provided. It was not possible to assess the potential role of surgical technique or patient selection based on the provided information. The device was not returned, thus device examination could not be performed. Without a device, serial number or lot number, the device history records review could not be completed. The risk management files were reviewed and no new risks were identified in the available reported information for this pe that require any changes to the current fmea, risk analysis, or labeling. This report is made by the manufacturer without prejudice and does not imply an admission of liability for the incident or its consequences.

Event description:
It was reported that a patient with an m6-c was revised. No device malfunction was reported.